Event description:
The reporter, a nurse, did back to back (rapid succession) blood glucose tests on self to check the doctor's office meter. Using different fingersticks and strips, results were 236, 286, 117 and 365 mg/dl. (Reporter did not have any symptoms.) The test strips that reporter used had been open for more than 4 months. The report notes that the meter/test strip holder had never been cleaned. A control test could not be done due to unavailability of control solution. No harm was alleged.